Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the final investigation. The device was evaluated. And the customer's allegation was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no display on screen. "It does not recognize it". The procedure was therapeutic and "in a gall bladder". The procedure was prolonged for an hour and a half. And completed with another camera. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head had no display on screen, "it does not recognize it." The procedure was therapeutic and "in a gall bladder." The procedure was prolonged for an hour and a half and completed with another camera. There were no reports of further patient or user harm associated with this event.